Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. (B)(4).

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that, when the main body of the trunk-ipsilateral leg component was deployed, incomplete device expansion was detected at the flow divider. The physician reported that the main body of the device was trapped at an anatomically narrow site with calcification. Due to the incomplete device expansion, a wire and catheter for cannulation were unable to be advanced. Reportedly the physician attempted to cannulate the gate by device repositioning, approaching from different routes, and using wires and a microcatheter. It was reported that all attempts were unsuccessful. The physician noted that this was their first experience of cannulation being impossible due to incomplete device expansion. The procedure was converted to open surgery. The physician reported that, as cannulation was considered impossible, it was determined that the only way to successfully continue was to continue the procedure under laparotomy. Under fluoroscopy, the physician reportedly grasped the implanted main body of trunk-ipsilateral leg component with forceps. The wire for cannulation was then inserted into the contralateral leg gate. It was reported that the contralateral leg component was successfully implanted. At the final angiography, a proximal type I endoleak was confirmed. The physician opted to monitor the patient. The procedure was completed. The patient tolerated the procedure.